Manufacturer narrative:
Concomitant products: w1tr02 crtp implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing with falsely classified termination of ongoing atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.